Manufacturer narrative:
(B)(4)

Event description:
It was further reported that cardiopulmonary collapse was likely related to sepsis.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00949 and 2134265-2016-00951. (B)(4) clinical study. It was reported that the patient died. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. Target lesion #1 was located in the mid left anterior descending (lad) artery with 90% in-stent restenosis and was 35mm long with a reference vessel diameter of 2.75mm. The target lesion #1 was treated using direct stent placement using a 3.00mmx16mm promus element plus drug-eluting stent. Following post dilatation, the residual stenosis was 0%. Target lesion # 2 was located in the distal lad with 70% stenosis and was 28mm long with a reference vessel diameter of 2.75mm. The target lesion #2 was treated using direct stent placement using a 2.25x28mm promus element plus drug-eluting stent. Following post dilatation, the residual stenosis was 0%. One day after post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, a 2.25mmx24mm ion paclitaxel-eluting platinum chromium coronary stent system was implanted in the distal lad. In (B)(6) 2016, the patient expired and the patient cause of death is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the cause of patient's death was due to cardiopulmonary collapse and secondary causes were coronary artery disease and congestive heart failure.